Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the batteries had reached the end of their lifetime. Hence, the batteries were replaced. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the battery is expired and needs replacement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.